Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited loss of capture and was repositioned on (B)(6) 2011. On (B)(6) 2011, intermittent capture was noted and the patient underwent another lead repositioning procedure on (B)(6) 2011. The following day, the lead was removed and replaced.